Event description:
It was reported via the sales associate that the ruler on the depth gauge could not be pushed into the device and was stuck. This device was in a long-term axos 4mm locking instrument kit and no adverse consequences were experienced as it was discovered by the sales associate.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.